Event description:
The customer reported five of the ten units were used, and several either leaked or separated at the top where the syringe connects. Leaking was occurring from the y-section.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned; however, a picture was provided for evaluation, and the reported condition was observed. A root cause could not be determined from the picture. A review of the manufacturing line showed all processes and controls were followed correctly. We will continue to monitor and take actions as applicable.